Event description:
Reportable based on device analysis completed on 23-may-2023. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. However, returned device analysis revealed that the stent was detached from the balloon.

Manufacturer narrative:
Synergy xd mr ous 4.00 x 12mm; stent delivery system was returned for analysis. The stent was deployed/detached from the balloon and was not returned for analysis. An examination of the balloon found that the balloon folds were relaxed and were not tightly folded. There was clear evidence of stent crimp on the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kinks or damages. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.